Event description:
Asr revision. Asr hip resurfacing system - left hip. Reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr hip resurfacing system - left hip, reason(s) for revision: unknown. Update 9 jan 2015 - updated the dor to (B)(6) 2013 and added surgeon name ((B)(6)). Updated both products to include the construct type, date of manufacture, expiry date, brand and common names, and updated the complaint categories. Update - added reasons for revision x 4 , attached scf, added file handler details. Taken from surgeon form dated 13th feb 2014 and claimsuite dated 14th feb 2015. Reason(s) for revision: alval / soft tissue reaction / pain / component malalignment / metallosis. File handler - (B)(6).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr hip resurfacing system - left hip, reason(s) for revision: unknown. Update 9 jan 2015 - updated the dor to (B)(6) 2013 and added surgeon name ((B)(6)). Updated both products to include the construct type, date of manufacture, expiry date, brand and common names, and updated the complaint categories.